Event description:
It was reported that a tandem mobi cartridge alarm occurred, with the issue confirmed as a cartridge alarm 30 by technical support. There was no adverse impact to the customer's blood glucose level. Technical support decided to replace the pump and instructed the customer on using manual insulin delivery as a backup. The customer was advised to put the pump into storage mode and return it within ten days using a provided box and label to avoid additional charges. The customer was informed they would receive a pump with updated software, and instructions were given on transferring pump settings and connecting the continuous glucose monitor to the replacement pump.